Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system was working as intended. The emitter 9733752 axiem 3 table top (lot # 603000826) was returned for analysis. Analysis found that the lemo connector pin was sheared off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the emitter plug was damaged while attempting to plug it into the limo connector port. One of the pins had been broken off causing the emitter to fault when plugged in. The side emitter worked fine in the same port, so the cable was checked for damaged and a missing pin was discovered. There was no evidence that the pin was broken off in the port. The side emitter was tested and it worked without flaw.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the flat emitter on this system was damaged, when plugged into the cart, it showed that it faulted. There was no patient present when this issue was identified. No additional information was provided.